Event description:
A caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, providing the necessary information, and since reset, the malfunction did not recur. The customer was advised they could continue using the pump and to reach out if the issue reappeared.